Event description:
The customer reported that intermittently, the ready for use indicator displays a red x when they turn the unit off.

Manufacturer narrative:
(B)(4). The customer reported that intermittently, the ready for use indicator displays a red x when they turn the unit off. The device was evaluated at philips. The symptom was clarified as the device intermittently losing battery power, causing the red x. This was due to bent pins on the battery pca. The battery pca was replaced to resolve the issue.